Event description:
Additional information was received from a patient representative. Patient's representative reports the patient continues to have the same issue; stimulation turns itself off. Technical services suggest caller to make an appointment with patient's managing physician. Technical services suggests in the meantime, to keep a complete diary of when the stimulation turns off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported for maybe the last 2 weeks, the patient's stimulation kept shutting off. Caller stated patient would go to charge their implant in the morning, and the controller would show both the controller and implant battery were at 100%, but when they looked at the controller, the stimulation had turned off, and there was no reason for it to be off. Agent asked, caller said they had tried turning stimulation back on numerous times by accessing MRI mode and turning MRI mode off and back on, but the issue persisted. Agent reviewed information; instructed caller they should use the stim on/off button instead of the MRI mode function. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller said they will continue to monitoring. Agent asked, caller denied ins battery getting so low that it would have been turning stimulation off.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.